Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket was failed and error displayed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 and pockets were not detected on the bus. The field service engineer (fse) found no shorts and all diodes illuminated on the interface and drawer boards. The fse tested the drawer board resistance and the row board cable header connection on the drawer board. The fse cleaned and reseated, but the issue persisted. The fse removed and replaced the interface board, and the drawer detected and recovered. Then, the fse tested the drawers in the hardware test application. The system functioned as intended after the field service engineer repaired the device.